Event description:
A peritoneal dialysis (pd) patient contacted technical services on (B)(6) 2015 to report a fluid leak from the cassette during treatment. The patient reverted to continuous ambulatory peritoneal dialysis (capd) to complete treatment that evening. Follow up was made with the pd patient's clinic and registered nurse (rn), who indicated the patient was new to peritoneal dialysis therapy and stated the patient reported he may have incorrectly inserted the cassette during setup. The nurse stated the patient was still connected to the cassette when the fluid leak was observed. The nurse stated the patient reported cloudy effluent the following treatment and was requested to come into the clinic for culture on (B)(6) 2015 and was diagnosed with peritonitis. The nurse stated as of (B)(6) 2015 the culture results were pending. The nurse stated the patient was treated in-clinic with vancomycin and ceftazidime. As of (B)(6) 2015, the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy, the signs and symptoms of peritonitis resolved. The patient continued with ceftazidime. Medical records were requested.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. There were no signs of any physical damage with the received cycler. There were indications of dried fluid within the cassette compartment underneath the mushroom heads. The heater tray/scale was not obstructed. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and mushroom head check passed. There were no discrepancies encountered in the internal inspection of the cycler. There were indications of dried fluid within the recess of the bottom cover adjacent to the pump and cassette area. The cause of this dried fluid could not be determined. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Based on the 15 pages of medical records information it appears on (B)(6) 2015 his (B)(6) male patient had a cloudy peritoneal dialysis drainage bag and abdominal pain. The patient informed the dialysis clinic of a fluid leak on (B)(6) 2015. Patient converted to continuous ambulatory peritoneal dialysis to complete his treatment. According to the peritoneal dialysis registered nurse (pdrn), the patient was new to peritoneal dialysis therapy and stated the patient reported he may have incorrectly inserted the cassette during setup, and stated the patient was still connected to the cassette when the fluid leak was observed. According to the pdrn, the patient reported cloudy effluent the following treatment and was requested to come into the clinic for culture on (B)(6) 2015 and was diagnosed with peritonitis. The pdrn stated the patient was treated in-clinic and administered vancomycin and ceftazidime. Physician assessed patient to have antibiotic resistant peritonitis after several weeks of antibiotics did not resolve the peritonitis. Medical records do not contain dialysis treatment sheets or medication records for review, and do not reveal with certainty, the cause of the peritonitis nor do the medical records reveal that any malfunction in the product led to the patient's peritonitis.

Event description:
Medical records were provided by the patient's dialysis center patient was a (B)(6) male patient who notified the peritoneal dialysis clinic that he first noted a cloudy dialysis effluent bag and abdominal pain on (B)(6) 2015. Patient was advised to start antibiotics according to the standing orders. Culture, sensitivity and cell count were taken. On (B)(6) 2015, the patient presented to the peritoneal dialysis clinic for follow up. Patient's drainage bag was clearer and the abdominal pain was resolving. On (B)(6) 2015, the patient's peritoneal dialysis effluent bag was cloudy and patient was complaining of recurrent abdominal discomfort. Patient received intraperitoneal antibiotics at the clinic. On (B)(6) 2015 peritoneal dialysis fluid culture was taken and showed no growth after 4 days.

Manufacturer narrative:
The plant investigation is in progress and a supplemental medwatch report will be submitted upon receipt of the device and completion of the investigation.